Manufacturer narrative:
Section d10 - concomitant product - alnt ci sw v3.5.1, 04v20-25, (B)(6) removed. Section h4 - device mfg date - updated from blank to 5/17/2017. The field service representative (fsr) inspected the instrument, performed troubleshooting, replaced, calibrated and cleaned parts. However, no definitive part was identified as the issue. Additionally, the module function was verified with a control/precision run. Return testing was not completed as returns were not available. The instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6) since the service activity was completed. A review of tracking and trending of the alinity I processing module did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial number (B)(6) was identified.

Event description:
The customer observed falsely elevated alinity I toxo igg results for patient samples. The following data was provided (reference range <1.6 iu/ml is non-reactive, >/= 3.0 iu/ml is reactive): (B)(6) 2024 sample ID (B)(6) initial result = 12.4, repeat = 0.1 no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I toxo igg results for patient samples. The following data was provided (reference range <1.6 iu/ml is non-reactive, >/= 3.0 iu/ml is reactive): (B)(6) 2024 sample ID (B)(6) initial result = 12.4, repeat = 0.1. No impact to patient management was reported.